Manufacturer narrative:
This incident occurred outside the united states (ous). Siemens concluded the investigation of an ous customer observation a reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) result that was non-reactive (negative) when the sample was tested on an alternate test method. The negative retest was believed to be correct. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens's investigation included an assessment of the following: reagent issues were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no issues were reported with other patient samples. Calibration data showed valid calibration for the ahbs2 assay. Additional infectious disease assays were also reactive on this patient sample. The customer was unable to perform additional testing such as non-specific antibody tube (nabt) and heterophilic block tubes (hbt) for ahbs2 due to insufficient volume of patient sample. Return of the patient sample for further investigation is not possible as sample volume is insufficient. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. The customer is operational, and the reported issue is resolved by routine troubleshooting.

Event description:
The customer obtained a reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) result that was non-reactive (negative) when the sample was tested on an alternate test method. The negative retest was believed to be correct. The initial reactive result was not reported. There is no allegation of patient or user intervention or adverse health consequences due to the event.